Event description:
It was reported that patient was transffer with using of the maxi move device. During final phase of the transffer when the lift was taken off the spreader bar detached. The cargiver was managed to caught the part to prevent from falling in the patient. No injury occurrred.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The customer reported that during patient transfer to the bed the spreader bar detached. The event happened when the transfer was completed and lift was moved away from the bed. The caregiver was managed to caught the spreader bar. No injury was reported. After the event the device was inspected by the arjo representative. During the visual inspection it was found that the spreader bar locking clip and leaf spring were missing. The parts were not found on the lift or in the room during inspection. The customer stated that they did not missed the parts during use. Also it was not confirmed by the customer if the parts were missing before patient transfer or as a result of the detachment. The spreader bar is attached to the lift through ¿lock and load¿ system. When installing the spreader bar the locking clip needs to be engaged. The locking clip prevents an inadvertent separation of the spreader bar. The instruction for use for maxi move contains instructions and graphics of how attached the spreader to the device and also contains a warning: ¿warning: always check that the attachment is locked in place by: verifying the markings on the attachment that show that there is a proper alignment, and verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened. An unsecured spreader bar may lead to patient fall.¿ also the instruction for use includes information that daily customer should ¿ check that all external fittings are secure and that all screws and nuts are tight.¿ ¿periodic testing of the various functions is advisable to ensure everything operates properly. If there is anything you are not sure about, or if you notice any changes in the performance of your lift, please contact your local arjo agent.¿ to sum up, a passive floor lift was used for a patient transfer. The customer reported that the spreader bar detached and from that perspective, the system did not meet its performance specification. We decided to report this complaint due to an indication of the spreader bar detached.